Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "patient's concern with product." Additionally, healthcare professional reported rupture. Device has been explanted.

Manufacturer narrative:
Continued e.1 facility name: (B)(6) device evaluation: analysis of the returned device identified: weight to the spec, opening on posterior and brown biological tissue. A visual and microscopic analysis was performed which identified: sharp opening on posterior, non-penetrating nicks and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on the posterior assessed as a surgical impact opening."

Event description:
Healthcare professional reported right side "patient's concern with product." Additionally, healthcare professional reported rupture. Device has been explanted.